Event description:
It was reported that this pacemaker device was surgically explanted due to a suspected premature battery depletion (PBD). The physician reported in (b)(6) 2025, the estimated battery longevity was two years, five months. Recently the estimated remaining battery longevity had dropped to eight months remaining. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.This product is not approved in the United States; however, it has been assessed as reportable as there is a similar product approved in the United States. We are unable to provide the Unique Identifier number and other specific product information related to United States registration as the specific product is only commercially available outside of the United States.